Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed using a versacross connect laac access solution. Vascular access was obtained via the right femoral vein. Heparin was administered prior to insertion of the versacross connect system. The fossa ovalis was visualized using transesophageal echocardiography (tee). During the transseptal puncture (tsp), difficulty was encountered visualizing sheath tenting on the interatrial septum. The physician advanced the versacross rf wire beyond the tip of the sheath in an attempt to improve visualization; however, the location of the wire could not be seen. The sheath was advanced into the left atrium appendage (laa) over a non-boston scientific pigtail catheter. The wds was then advanced, deployed, and the closure device was successfully implanted. Following implantation, the certified registered nurse anesthetist (crna) noted a drop in the patient blood pressure. Tee revealed an anterior pericardial effusion. The physician performed a pericardiocentesis, draining a total of 600 units of blood. A chest tube was left in place. Approximately 30 minutes later, an additional 80 units of blood was drained. The patient received a total of three (3) bags of packed red blood cells. The patient remained stable, was extubated, and transferred to recovery with the chest tube left in place as a precaution. The patient was admitted overnight for observation, with plans to remove the chest tube prior to discharge the next day. The physician suspected the effusion occurred during the tsp.